Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria technical services regarding an alarm condition of failed no fuel cell with inomax dsir# (B)(4). The device was in use on a pt and no harm to the pt occurred. The rt explained that the device was removed from service and replaced with a backup inomax dsir delivery system. The rt stated that all connections tight, device was cycled form standby to on and the alarm condition previously stated was still present. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on august 20, 2015. Eval summary: inomax dsir# (B)(4) was returned to the MFR for service investigation. The regional service center (rsc) review of the service log confirmed the reported complaint of a failed no (nitric oxide) cell alarm which immediately followed a failed low no cell calibration with high point: 985 counts: 1669 counts. The service log also showed a delivery failure (df) alarm with monitored no>absolute maximum of 100 parts per million (ppm). Actual value: 101. Elevated low counts during the calibration are consistent with the misbehaving no cell with elevated counts possibly contributing to the df that occurred prior to the failed low calibration. Rsc investigation confirmed the reported complaint of a failed no cell alarm at boot up. The rsc performed high and low calibrations to clear the alarm and replaced the no cell as a precaution. The rsc did not experience a delivery failure (df) alarm. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2015-00022). Case comment: april 24, 2015: this is a non-serious, post marketing device report. A failed no sensor alarm during an inhaled nitric oxide therapy was reported. No adverse pt event was reported. The event is considered reportable because a previous, similar device failure was associated with serious adverse pt consequence (index case MDR# 3004531588-2013-00022).